Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was faulty. The ups was replaced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) would not boot. It was noted both the monitor and dvd were not working, however the green line power light was illuminated. The site biomedical engineer also stated the uninterruptible power supply (ups) and computer were not booting. It was also noted the image acquisition system (ias) was charging when connected. This issue was noted outside of a procedure, and there was no patient involvement.